Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/ IV.

Event description:
Healthcare professional reported " a right side capsular contracture, baker grade iii/IV." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿creases fold observed on the device. ¿white particle observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported " a right side capsular contracture, baker grade iii/IV." Device has been explanted.

Event description:
Device has been explanted.